Manufacturer narrative:
The information received was "a piece of metal broke off during deployment of the clip". It is indicated that the issue occurred during use. Based on the customer complaint sample was not returned, we combine historical customer complaint information, we found that after the product was released, the pull hook was broken by force. The metal chip that is broken at the front end falls to the human body. According to the above phenomenon, we analyzed that when the pull hook opening is on the side, when the force is applied, the pull hook starts to move downward. The top of the pull hook is stressed, it is detached from the pin roll, and the opening is pulled from the side to the top. It separated from the clip assembly. During the clip release process, the head of pull hook has a large deformation, during the downward movement of the pull hook, there is a risk of metal chips falling after the top is stressed. The pull hook of the product breaks and the metal chips fall, which is only after the clip is released normally. It does not affect the surgical procedure of the medical staff. The clip assembly itself will be implanted in the body for a period of time and will fall off as the wound heals. After shedding, it will excrete with the digestive tract. Compared to the clip itself, the dropped parts are much smaller than the clip assembly. We also invited several chief physicians in the department of gastroenterology to conduct a severity assessment by evaluating clinical photographs and physical objects to the digestive doctor. The assessment believes that the size of the foreign body is very small and can be completely discharged through the digestive tract. It will not cause damage to the digestive tract, and it can be excreted with the digestive tract without causing harm to the patient. In order to improve the quality of our products, we will change the slotting from the side to the middle. When the pull hook is stressed, it starts to move downwards. When the top is stressed, the amount of deformation is dispersed. As the force increases, the pull hook can disengage from the pin roll before reaching the deformation limit. After the new pull hook is stressed, only the opening distance of the front end circle changes, and there is no break point around the open circle, so the pull hook can be prevented from being broken into the human body by force. This change is still being evaluated by conmed now. We will pay attention to this change process. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Micro-tech has not received the complaint device now. But, micro-tech will try to get more information from the customer to analyze this complaint. The complaint investigation is still ongoing. A follow-up report will be filed following the completion of the complaint investigation.

Event description:
The customer reported an issue with dc0235, duraclip hemoclip, lot # m190905231 that occurred (B)(6) 2020. It was reported only that "a piece of metal broke off during deployment of the clip". It is indicated that the issue occurred during use but not during surgery. It is indicated there was no impact or injury to the patient and the procedure was completed, with no reported delay, but no alternate was used. Additional information and images were provided that indicates the piece of metal appears to be a piece of the applier/driver not the clip. As per the reporter, the clip looked intact. The physician did not remove the metal, the pieces were left to pass within the patient.